Event description:
It was reported the patient had back surgery and her lead was accidentally severed. In turn, surgical intervention was undertaken during which the lead was explanted and replaced. Effective therapy was confirmed. Note : it is unknown which lead is related to this issue.

Manufacturer narrative:
Date of event is estimated additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4) serial:(B)(6) , batch: a000062066. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.